Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (unknown concentration and dose) via an implantable infusion pump. The patient's medical history included stroke - spasticity. It was reported that the patient was at the emergency room (ER) with complaints of spasms and withdrawal. The nurse reported to the representative that the patient's "reservoir alarm" went off. The hcp prescribed oral baclofen. She took "20mg bid then 10mg bid then 5mg bid." The patient's pump was filled on (B)(6) 2018. The patient reported that there was "difficulty during the refill," and she was concerned this was connected to her withdrawal. The patient was treated with both IV and oral medications at the ER. The patient was doing "better and was being discharged" as of (B)(6) 2018. It was unknown if the issue was resolved. Surgical intervention did not occur and it was unknown if it was planned. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the ER nurse felt that maybe the withdrawal symptoms were a result of the refill since they had difficulty doing the refill. The alarm was noted to be the low reservoir alarm. It was reported that the cause was unknown and the doctor that worked on the case now works at a different facility. No further complications were anticipated/reported.